Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a detached safety mechanism was confirmed and determined to be use related. The product returned for evaluation was two 19g safestep infusion sets. A gross visual inspection of the returned samples found that the safety plate was detached from the needle. The needle shaft of both units was microscopically inspected and longitudinally aligned scratch marks were identified on the distal end of the needle just before the needle bend and bevel occur. These marks are indicative of excess force being applied to the safety mechanism against the needle shaft.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that hub was disconnected (between part of needle and fixation area). It was reported this occurred with two devices. This report addresses both devices.